Event description:
It was reported that the customer had high blood glucose. It was reported that the customer went overseas and went thru a body scanner at the airport with the insulin pump on. Customer's blood glucose was 25 mmol/l and treated with the insulin pump. Customer took off the insulin pump due to she felt that was the cause of the high blood glucose and reverted to back up plan for a month. Troubleshooting was done. Assisted the customer to perform high pressure test and the first time it did not pass. They tried again and test passed. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. Customer stated that insulin was leaking so they decided to send the insulin pump back to health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.